Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen. On (B)(6)2023 around 1:00-2:00pm, the patient called paramedics because she was hypoglycemic. She experienced symptoms of seizure, shaky and sweaty. When paramedics arrived, they checked the patient's bg and it was 20 mg/dl and the cgm was 50 mg/dl. They treated the patient with glucose gel. They checked her cgm again and it was still low around 50-60 mg/dl and her bg was 68-185 mg/dl. The patient was taken to the hosptial and was treated with a glucose drip. They were in the hospital for 5 days under observation. At an unspecified time of the event, the pateint's bg was 157 mg/dl and the cgm was 180 mg/dl. The patient was discharged from the hospital on (B)(6)2023. At the time of the report, the patient was in stable condition. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the b zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Event description:
Subsequent to the initial MDR, additional information is required.

Manufacturer narrative:
(B)(4).